Event description:
The patient was revised because of a fall in which his shoulder started hurting, the glenoid was loose, with osteolysis, and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.